Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittently. Insulin pump will be replaced. Customer's blood glucose was 18.9 mmol/l.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. No frozen display was noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with broken battery tube threads, a cracked reservoir tube and minor scratches on the lcd window.